Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer reported that they had high blood glucose level of 300 mg/dl, day before the event. Customer¿s blood glucose level was 410 mg/dl, at the time of incidence. Customer reported positive result for ketone. Based on report customer was not alleging under delivery. It was unknown if customer was using auto mode at the time of incidence. Customer did the displacement test and it passed. The insulin pump will not be returned for analysis.